Event description:
No additional information.

Manufacturer narrative:
There was a sample returned from customer under (B)(4) and the investigation found the report of flow issues to be verified, as the set would not flush. The root cause was found to be excess solvent applied during the assembly process. There is a corrective and preventative action (CAPA) in place at the plant to address this issue. Leakage was unable to be verified from the returned samples. Device history record review for model mp5301-c lot number 23049109 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector hub connection would not allow for the contrast to be pushed through. The following information was provided by the initial reporter: they have experienced 3 extension sets in a row that are not working. Additional info received from xxx - we did have another pt today come through the ed for a contrasted scan. The hub connection would not allow for the contrast to be pushed through for the scan. F080577349 angio head/neck I know that xx has been working hard with acu and ed teams to trouble shoot and identify problems with our pressure rated extension sets. We have completed the appropriate questions and provided lot numbers. The recent problems with this equipment is that we are not able to flush the tubing and the lure lock is not twisting on. Today we are being faced with a similar yet different experience. Yesterday, the ed had more than one patient who presented to CT for studies with IV contrast. The technologist verified that the hub/lure was secure and flushed the site. They then would attempt to scan and the hub had loosened and the contrast leaked. In order to safely move forward with the exam, a new IV was inserted by the CT team. This compromises patient safety and has an unnecessary costs associated.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.